Event description:
It was reported that during a breast biopsy procedure, the tip of the clip was cut off and the collagen clip itself was hanging at the needle and transported out of the breast. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.